Event description:
The user rec'd a discrepant cea result for one pt sample. The original result was 0.200 ng per ml and was reported to the physician who questioned the result. The same lithium heparin sample was rerun on (B) (6) 2009 and recovered 792.7 ng per ml. An aliquot from the original tube recovered 762.9 mg per ml. The result was reported in the lis as 763 ng per ml. When the original sample was pulled for rerun, fibrin was found in the sample. The user stated to the best of his knowledge, the pt was not treated based on the original result nor were there any adverse effects.

Manufacturer narrative:
The field service rep could not find a cause and could not reproduce the problem. He checked the pressure sensor, sampling and lld systems and ran performance tests with all results within specs.